Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer's spouse reported via phone call that they call emergency medical services due to low blood glucose on (B)(6) 2017 and that the insulin pump was alarming motor error. The customer's blood glucose at the time of the event was 10 mg/dl and repeatedly dropped below 20 mg/dl during their hospitalization. The customer was treated with manual injections to make them responsive. The insulin pump was returned for analysis.